Manufacturer narrative:
A visual inspection identified the smartsite components of each of the returned samples to be oval in shape. Functional testing confirmed the customer¿s experience as leakage was identified from the oval-shaped smartsites. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit).

Event description:
The reported feedback suggests that blood was coming out from the deformed oval connector end.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that the smartsite needle free connector is deformed into an oval shape as it should be round shape. This caused blood to leak out from the connector and exposed patient to blood contact.